Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. The reported issue persisted and multiple temperature alarms occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 150-200 mg/dl.